Manufacturer narrative:
Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an unknown procedure on (B)(6) 2019, an integration issue occurred with three (3) locking compression plate (lcp) dynamic hip screw (dhs) plates. The dhs screw could not be placed on the plate while it was inside the patient, however it could be done when it was outside of the patient. The surgeon ended up implanting only the dhs screw without the plate. It was also mentioned that the threaded part of the connecting screw was broken and retained in the dhs screw in the patient's body. Patient status and surgical outcome are unknown. This report is for a 135 degree lcp dhs plate. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
05/26/2019: updated: it was reported that on march 28, 2019, during a filling curettage of the lesion on the right femoral neck procedure, an integration issue occurred on cephalic dynamic hip screw on the three (3) locking compression plate (lcp) dhs plate. It was mentioned that the dhs screw was impossible to be placed on the plate while it was inside the patient, but was possible when it was done outside of the patient. Only the dhs screw was implanted without the plate, it was made possible since the indication was not a fracture. It was also mentioned that the threaded part of the connecting screw was broken and retained in the dhs screw in the patient's body. A surgical delay of more than 45 minutes was reported. There was no patient impact, surgical outcome was unknown. This complaint involves five (5) devices. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was completed: the received plate was found in a used condition. There are some post-manufacturing caused scratches and marks allover on the surface. No other issues were identified with the returned device. The functional test was performed with as corresponding demo dhs screw. The demo dhs screw could be inserted without any problem and was easily movable, back and forth. Functional assessment was performed but the complaint condition cannot be reproduced. Dimensional inspection showed the relevant dimensions were conforming. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The complaint condition is unconfirmed as the complaint condition could not be reproduced. Unfortunately we are not able to determine the exact cause of this complaint. It is likely that the malfunction was caused due to the bad condition of the corresponding dhs screw. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed h3, h4, h6: part 02.224.222s, lot 2l57112: manufacturing site: grenchen. Release to warehouse date: january 14, 2019. Expiry date: december 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a dhs implantation with filling/curettage due to an enchondroma, an integration issue occurred on cephalic dynamic hip screw on the three (3) locking compression plate (lcp) dhs plate. It was mentioned that it was impossible to move the plate 135° 2 holes until the end of the implant holder, there is a resistance which prevented its passage at the junction implant holder/connecting screw. Three unsterilized dhs plates opened/unsterilized + 1 cephalic screw 80 mm diameter 12.5 unsterilized + 1 cephalic screw 85 mm diameter 12.5 on the patient with a part of the screw thread of the connecting screw broke during its insertion on the patient and retained in the dhs screw in the patient's body. Only the dhs screw was implanted without the plate, it was made possible since the indication was not a fracture. A surgical delay of more than 45 minutes was reported. There was no patient impact, surgical outcome was unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 02.224.225s; lot: l782007; manufacturing site: grenchen; release to warehouse date: march 14, 2018; expiry date: march 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a filling curettage of the lesion on the right femoral neck procedure, an integration issue occurred on cephalic dynamic hip screw on the three (3) locking compression plate (lcp) dhs plate. It was mentioned that the dhs screw was impossible to be placed on the plate while it was inside the patient, but was possible when it was done outside of the patient. Only the dhs screw was implanted without the plate, it was made possible since the indication was not a fracture. It was also mentioned that the threaded part of the connecting screw was broken and retained in the dhs screw in the patient's body. A surgical delay of more than 45 minutes was reported. There was no patient impact, surgical outcome was unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.